Event description:
On (B)(6) 2025, the patient and husband reported blood glucose (bg) was running high since 4:22pm the prior day. The patient completed 3 full supply changes using cd 23"-6mm and connectors. The highest bg reached 400 mg/dl but was currently at 348 mg/dl. During last infusion set change, they noticed liquid around cannula and bubbles. Agent advised another full supply change. Agent follow-up showed bg at 335 mg/dl and had decreased to 175 mg/dl which is within range. There were no symptoms experienced during the event, and no medical intervention is required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.